Event description:
The customer reported that the system displayed a charger failed error message and the vertical column would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the generator interface board, the generator driver ribbon cable, the power supply and the generator backplane. The system was tested and found to be working as intended and put back in service.